Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that four sensors never worked. When they removed the sensors, the cannula was missing. Customer's blood glucose level was 108 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.